Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported issue of atrophy and urinary incontinence, could not be established as the product is not available for analysis. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on all information received for this investigation, the conclusion code of no problem detected has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to urethral atrophy resulting in recurring incontinence. A new artificial urinary sphincter cuff was implanted. The patient outcome following the surgery was good.